Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cine drive was reformatted. The sys was tested and found to be working as intended and returned to svc.

Event description:
It was reported that the system displayed an error and the cine functions would not operate. No pt serious injury or death was reported related to this event.